Event description:
An attempt was made to use a mo.ma ultra device in a patient. The target lesion, located in the left internal carotid artery was described as concentric, with moderate calcification and more that 90% stenosis. The device was inspected and prepped prior to use with no issues noted. Stopcocks were used during the negative preparation. However it was reported that, during the procedure, the distal balloon could not be inflated due to a leakage. The device was removed. Another mo.ma ultra device from the same lot was attempted. Device inspection and negative preparation was carried out without any abnormality observed; however, it was reported that when the distal balloon was inflated, it could not held pressure. It was reported that the procedure was completed without distal protection. It was reported that only the proximal balloon could be inflated on both the devices during the whole procedure. No patient injury reported.

Event description:
It was confirmed that both mo ma devices had an issue with balloon burst during the procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (device discarded). No results available since no evaluation performed. Evaluation conclusion: unable to confirm complaint (device not returned). Device discarded by user unable to follow up.

Manufacturer narrative:
(B)(4). Less than 90% stenosis, concentric lesion with moderate calcification. Conclusion: less than 90% stenosis, concentric lesion with moderate calcification.